Manufacturer narrative:
Correction: the previous or initial MDR submitted on may 30, 2025, was filed inadvertently. The correct date received by manufacturer (g3) is february 06, 2025; not may 07, 2025, as previously reported. Per the clinic, the patient experienced an electrode extrusion (specific date not reported). The patient subsequently underwent a repositioning and skin flap revision surgery under general anesthesia on (B)(6) 2025. It was also reported that the patient was hospitalized and treated with oral antibiotics (specific date and duration not reported). Device analysis report attached.

Event description:
Per the clinic, the patient experienced an infection (site of infection not confirmed) and was treated with IV antibiotics for a duration of 5 months (specific date not reported). Subsequently, the device was explanted on (B)(6) 2025, and there are no plans to reimplant the patient with a new device as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.